Event description:
This is the third of five reports on five separate incidences involving up to four bottles of ibond se all with the same lot number. Pts - 3 female/2 male 40 - 50 years old. On 5/22/2012, (B)(4) emailed a credit request because an office returned 4 bottles of ibond se. They claim it has caused many pts to complain of sensitivity. The office was contacted. Spoke to the receptionist. She said that the dentist started using the ibond se about 6 months ago. She said that they also used other bonding agents during this time. She said that they had about 15 pts return experiencing sensitivity and all of these pts had ibond se used on them. She said that they discontinued using it and returned the bottles to (B)(4). She said that of those pts, they have replaced the restorations in about 5 pts due to the sensitivity. I asked if she could describe how the ibond se is used. She said an assistant would need to do this and that they were all busy. I asked if one of the assistants could call back to describe this technique. She said, she would have them call. I asked that the assistant also have the files on the pts they could remember had replaced restorations as I would like to document some dates and minor details from each incident. She said, she would have one of them call back with this info. The dentist called back. I asked him to describe how the ibond se was used. He said that after prepping the tooth they would apply g5 to the surface of deeper preps. He said that they would follow directions for this if used. He said that he would apply the ibond using a microbrush using a copious amount; he would let it sit 20 seconds, blot it with the microbrush till the excess moisture was removed. He said, he would then give it a little air and look to make sure the prep was glossy. He said if it was not uniformly glossy, then he would redo the application. He said, he would do 1 to 2 curings with the plasma arc curing light for 3 seconds at a time. He said that he would use one or two of the following composites on top: sonicfill, surefill sdr, heliomolar, and tph. He said, he started using the sonicfill at about the same time as the ibond as the dealer recommended them together. He said that when the reports of sensitivity started soon after he first discontinued using the ibond and the reports and the immediate reports stopped. He said that he had some more with pts coming in for recall appointments over the next few months and every time ibondse was used for the restorations. He said that of the pts who had sensitivity, the ones he used g5 had less. He said, he used the ibond se starting in (B)(6) 2012 for up to 60 days. He said that he discontinued using the ibond that he reviewed the directions with everyone in the office to make sure they were all using the same. He said that most of the replacements happened within 10 days of the original appointment. I asked if it would be possible to pull the files of the 5 pts, so that we could document the dates, teeth involved, pt age and gender. He said, he would have an assistant do this and call back. He said, it could take a few days as the office is very busy. I thanked him for all his help and apologized for any inconvenience. On 6/18/2012 left message to call back on this incident and left contact info.

Manufacturer narrative:
As allowed by exemption (B)(4), (B)(4) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we're reporting it out of caution to be compliant with 21 cfr part 803. We cannot rule out causality. (Eval conclusion, method): the directions state, "shake bottle briefly before opening." The user did not mention doing this and ingredients may not have properly dispersed throughout if this step is omitted. The user said he let the ibond sit for 20 seconds, but the directions state to, "after application agitate the adhesive slightly for 20 seconds. Agitation during the dwell time improves demineralization and diffusion." Omitting the agitation will adversely affect bond strength and could lead to microleakage of the bond. Microleakage could be causing the sensitivity the pts are experiencing. He then blots the ibond prior to the air dry. This is not in the directions for use and would have unforeseeable effects on the effectiveness of the bond. The user said he light cures with a plasma arc light for 3 to 6 seconds, but the directions states, "if plasma light-curing units (with an output greater than 1200 mw/cm2) are used, the curing time can be reduced by 8 seconds" from the original 20 seconds used with a halogen or led light-curing unit. The recommended curing time with the plasma arc light is thus 12 seconds and the cure time used by the user would be up to 9 seconds deficient and this would not allow for complete polymerization of the ibondse. Incomplete polymerization will lead to microleakage and premature failure of the restoration.